Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing intermittent stimulation. The patient will stop feeling the stimulation even though the stimulation is on and adjusting the stimulation does not resume the stimulation. Reprogramming was unable to resolve the issue. The stimulation is not positional. Lead diagnostics revealed no anomalies. In addition the patient is experiencing stimulation at multiple amplitude levels including overstimulation. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy was resumed and issue has been resolved.